Manufacturer narrative:
Technician stated that the right side lockout would not come on. Took the board out and found fluid ingress on the right ucm board. No injury reported. Replaced the ucm board to resolve this issue.

Event description:
Complaint alleged that the right side lockout would not come on.